Manufacturer narrative:
Updated: d9, h2, h3, h6, h9, h10. The small grasping retractor was received. The instrument was found to have a fully broken grip cable at the grip hub.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci assisted lower anterior resection (lar), the small grasping retractor's wrist was noted to have a broken metallic cable. The instrument was said to have caused an injury: "mild speritonisation of the interinal loop, repaired." No fragments fell into the patient, but this did cause a 10-15 minute delay before the procedure was completed robotically.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation.